Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and a heart attack on (B)(6) 2016 with a blood glucose level of 599 mg/dl. The customer stated that they had ketones. The customer was treated for their blood glucose with IV fluids. The customer was not giving themselves a bolus properly resulting in the high blood glucose. The customer treated their blood glucose levels with manual injections. The customer did not return the product back for analysis.